Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history did not indicate any call service alarms. Multiple "occlusion" were noted in pump history during the reported event date. The pump was found to power up normally with no prime issues. The ez prime was successfully performed on the pump during investigation. An occlusion alarm was emitted during a delivery attempt when the pump was exercised for 24 hours. The pump was opened and a component from the printed circuit board (pcb) was found to be misaligned and shifted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that a component from the printed circuit board (pcb) was found to be misaligned and shifted. This report is made based on results of investigation completed on (B)(6) 2013.